Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that power on reset (por) occurred. Critical ram parity error occurred on (B)(4)-2011 in address "0e 20". Por severity is considered low as device should be able to fully recover after reset. Parity errors are known to occur with high probability in patients receiving radiation treatment.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited parity errors and a power on reset (por) was observed. It was also noted that the patient is undergoing radiation treatment. The ipg errors were cleared; the device reprogrammed and remains in use. No patient complications have been reported as a result of this event.